Event description:
Boston scientific received information that this right atrial (ra) lead was unable to be implanted as it continued to exhibit high pacing impedance measurements greater than 2,500 ohms and loss of capture (loc) through the pacing system analyzer (psa). The lead was connected to a different psa and the same issue presented. A new lead was successfully implanted which resolved the issue. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted one set screw mark on the terminal pin. However there was no sign of a set screw mark noted on the terminal ring. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.